Manufacturer narrative:
Batch review performed on 04 august 2020. Lot 177197: (B)(4) items manufactured and released on 01-feb-2018. Expiration date: 2023-01-24. No anomalies found related to the problem. To date, 128 items of the same lot have been already sold without any other similar reported event. Additional item involved in the event, batch review performed on 04 august 2020. Ball heads: bipolar head 25060.2850 bipolar head ø28x50 (k091967) lot. 167637. Lot 167637: (B)(4) items manufactured and released on 08-mar-2017. Expiration date: 2022-02-13. No anomalies found related to the problem. To date, 10 items of the same lot have been already sold without any other similar reported event. No manufacturing issue has been detected analyzing the documents received from the manufacturer.

Event description:
The patient came in reporting pain due to a dislocation of the ball head from bipolar head. The cause of the dislocation is unknown, it happened 2 years and 2 months after primary. The surgery was completed successfully.